Event description:
Ventilator in use on pt began alarming and displayed device alert error message. Pt resumed on new ventilator with no adverse outcome. Upon review of the device activities log, vendor representative discovered ventilator had experienced multiple communication errors. Vendor replaced the device central processing unit (cpu).